Manufacturer narrative:
(B)(4). This is a report of use error, where there was an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. The technical services representative assisted the patient in clearing the alarm and ending therapy. During troubleshooting it was determined that the clamp was left open on an unused supply line. However, the supply line was capped. The technical services representative (tsr) advised that the patient start therapy over with new or manual supplies. The tsr went over the proper procedures with the caller. There was no patient injury or medical intervention associated with this event. No additional information is available.